Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1811701 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon from a 6f-7f mynxgrip vascular closure device (vcd) was pulled put. There was no reported patient injury.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the balloon from a 6f-7f mynxgrip vascular closure device (vcd) was pulled put. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle, with the procedural sheath covering the balloon proximal tip. No anomalies were observed. Leak testing per the mynxgrip instructions for use (IFU) was performed on the balloon of the returned device. However, it was revealed that the catheter¿s lumen was clogged by dried contrast and the balloon could not be inflated. The balloon was inflated with air using an adapter and found no leak in the balloon. The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification found dried contrast in the balloon. A product history record (phr) review of lot f1811701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device since no leakage was observed. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, it is not possible to determine what factors may have contributed to the pull through reported. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.